Event description:
While the pt was sitting in her wheel chair, waiting for the transfer, the staff drove the lift using the hand control. When the lift got to the end of the track, it bumped against the end stopper, the lower casing detached and the battery fell and struck the pt to the forehead. She sustained two lacerations and received 5 sutures.

Manufacturer narrative:
Further info will be provided upon manufacture's investigation.